Event description:
It was reported that the patient had been lost to follow up for over two years. The device was unable to be interrogated with two programmers. There was also no tone emitted when the magnet was placed over the device. A device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.